Event description:
It was reported the whisper ms guide wire was being used in an electrophysiology procedure. An attempt was being made to replace a lead in a patient with an implantable cardioverter defibrillator in a highly tortuous anatomy with multiple leads in place. Resistance was felt during advancement of the whisper guide wire through the anatomy and due to the multiple leads in place. The whisper guide wire separated during the procedure, resulting in the vein eventually dissecting. The separated guide wire was snared from the subclavian vein and the patient underwent surgery for treatment of the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. The resistance could not be tested as they were based on case circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the reviewed information, no product deficiency was identified.